Event description:
Info was provided that the drain came off after cutting the thread but the thread got embedded somewhere and could not be moved. Rep had to put various catheters down to disengage the thread. Pt outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4) - pt outcome was not provided by the reporter. Difficult removal is not specifically addressed in the IFU. Limited info was provided regarding the reported event and no product was returned to assist in our investigation. This device is supplied with an instructions for use (IFU) that gives instructions on proper placement and removal of the catheter: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free." Quality control personnel ensures that the curve is able to be open and closed and that the mac-loc is functional and final inspection confirms suture security and functionality. It is possible that after the suture was cut, the wire guide that was advanced into the catheter may have shoved the internal retention suture forward compacting it in the distal end of the catheter and possibly causing the catheter to remain in the locked position. Although we do not indicate cutting of the catheter or suture as a means of removal. If this is done, one of the exposed ends of the locking suture must be secured in order to prevent possible loss of the suture from the device. We will continue to monitor for similar complaint and have notified the appropriate personnel.